Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was below 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.